Event description:
It was reported the patient controller communication error message ¿cannot connect to generator. The generator is not responding¿. A company manufacturer met with patient and attempted all troubleshooting steps have been exhausted, the ipg can be considered inoperable. Clinician programmer logs indicate that the ipg is currently in service app mode. Next course of action is undetermined at this time.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.